Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 79-year-old male patient presenting for post cardiotomy cardiogenic shock. During impella insertion, it was noted that the left ventricle wall was perforated. It was documented that the ventricle wall was already thin as a result of dilation and that little effort was needed to perforate the wall. Three plegeted stitches were used to fix the rupture and patient support continued with the implanted 5.5.